Event description:
It was reported that during the attempted implant of a left ventricular (lv) lead the lv lead could not correct the patient's intraventricular block. The lv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.